Event description:
Boston scientific received information that noise was being oversensed which resulted in greater than two seconds of ventricular pacing inhibition for this patient. The caller also mentioned that they would like to be able to measure noise amplitude on the right ventricular (rv) electrograms (egms) via latitude. No adverse patient effects have been reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations and the caller's statement regarding egms. The caller is aware that the rv egms can be measured in the office but latitude does not allow that to be done. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.

Event description:
-----

Manufacturer narrative:
The device has been returned and is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection noted that the left ventricular (lv) seal plug and setscrew were missing and the right ventricular (rv) seal plug had a cut in it. All other seal plugs were intact. There is body fluid contamination in all of the lead barrels. No obstructions were noted in any of the lead barrels. The header passed pin gage testing which verifies the inner dimensions of the lead barrels and terminal blocks and also verifies proper setscrew travel into the terminal blocks. Manual electrical measurements noted normal pacing and sensing. The device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, shocking and recording functions of the device commensurate with battery voltage.

Manufacturer narrative:
Additional information was received two months later that this lead was still exhibiting noise which resulted in inhibition and episodes of non-sustained ventricular tachycardia (nsvt) which could be duplicated with isometrics. A revision procedure was performed and visual inspection of the lead was unremarkable for any malfunctions. The lead was disconnected from the device and during manipulation, no inhibition was observed. Additionally, once the lead was re-inserted into the device, no noise was replicatable on egms. The lead and the device were positioned back in the patient and a successful conversion was performed. The physician was satisfied with this outcome.

Manufacturer narrative:
Due to recurrent noise following the lead revision procedure, the device and rv lead were subsequently explanted and replaced. The device was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be updated if additional information is received.